Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a high blood glucose level of 1200 mg/dl. The customer stated that they died at the hospital and was brought back to life. The customer mentioned that their insulin pump was not properly delivering insulin. The customer did not provide any further information about the hospitalization and stated that they will call back regarding the issue.